Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 484mg/dl. The customer treated the highs with manual injection. The customer states they had bent cannula. The customer declined to troubleshoot for the highs and states the health care provider resolved the issues. The customer was advised replacement sets would be sent.